Manufacturer narrative:
The suspect device was returned for evaluation and the technician confirmed the image failed due to a faulty charged coupled device (ccd) unit and the cable was twisted. Additionally, the coupler was worn/loose. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (oscm) was informed that a customer camera head was returned for service/repair for a reported "image blackout, cable twisted" malfunction which was first observed during preparation for use. The intended intrauterine electrotomy procedure was completed with another-like device. The procedure was not delayed more than15 minutes (patient was not under anesthesia). No patient injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Review of service history: no repair history related to the phenomenon was confirmed. Phenomenon: no image (due to the defective ccd). The root cause of the phenomenon could not be identified. Based on device evaluation and investigation results, the ccd was found to be defective. It is therefore possible that the phenomenon ¿no image¿ occurred due to the video function did not work properly due to the defective ccd. The cause of the ccd failure, however, could not conclusively identified. Olympus will continue to monitor complaints for this device.